Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that two leds on the middle digital on the bottom row were not working properly. The green leds are not working properly. Other than the leds, it is functioning properly. No consequences or impact to patient were reported. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on missing led segments were observed. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection revealed that the rubber insert is not correctly seated in the housing. An open was measured across pins at led d5 on the system board causing led segments to fail to illuminate., corrected data.